Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the lot number was not reported. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that difficulty was encountered during removal of a guide wire, due to interaction between the guide wire and implanted stent. Manipulation of the guide wire, during its interaction with the stent, likely contributed to the reported guide wire damage. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequently, after the initial report was filed. It was noted that no intervention was made to remove the separated guide wire. No other device was used. The patient is doing well. No additional information was provided.

Manufacturer narrative:
D4 - a partial UDI was provided as the lot number is not known attachment medwatch report #mw5155193. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
User facility medwatch report received that states "when removing the wire, noted to have flow wire entrapment in the mid lad stent. Wire unraveled and proixmal portion was removed".